Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the physician that the implantable pulse generator (ipg) was checked and no malfunction had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt a tightening in their chest and neck since the implantable pulse generator (ipg) implant. The patient noted that the physician stated that their ipg was ¿out of whack¿. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.